Manufacturer narrative:
Per (B)(4). Additional information, including device details, post primary and pre revision x-rays, operative notes, patient details and return of the explanted device has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Minihip revision due to aseptic loosening of the stem.

Event description:
Minihip revision due to aseptic loosening of the stem.

Manufacturer narrative:
Per -2647 final report additional information, including device details, post primary and pre revision x-rays, operative notes, patient details and return of the explanted device was requested in order to progress with the investigation, however, only x-rays and op notes could be provided and thus the investigation of this event was very limited. As the device details have not been provided, the relevant device manufacturing records could not be identified or reviewed. Based on the available information, no further investigation can be conducted and thus the root cause of the reported stem loosening could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.